Event description:
It was reported the epg (external pulse generator) was dropped and needs cases and clips. The epg was returned for repair and test/calibration. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device was dropped, however it was noted that the upper and lower cases were broken and contaminated and the side bail covers, ring cover, side bails and ring bail were missing. It was further noted that the battery release, release o-ring, heart block and heart wire contacts were contaminated, the lead flex cover was corroded, two case screws were missing, the battery contacts were compressed, the battery drawer was broken and contaminated, the keyboard was scratched, the serial number label was torn, there was missing silicone on the ventricular output connector and missing silicone on the display board connectors. (B)(4).